Manufacturer narrative:
The product insert / directions for use (dfu) state perfluoron must be completely removed from the eye and replaced with an appropriate vitrous substitute. Also the literature provides precautions to avoid inadvertent placement of perfluoron behind the retina during injection, the final fill level in the eye should always remain posterior to any large retinal breaks. Additionally, the literature states if perfluoron is introduced into a large retinal break, it may slip into the subretinal space. Special care should be taken to examine for and remove any subretinal perfluoron through an existing posterior tear or through a posterior retinotomy prior to completion of surgery. No lot code was provided and no sample was returned so no further investigation could be performed at this time. Literature citation: asheesh tewari, md, dean eliott, md, christopher n. Singh, md, enrique garcia-valenzuela, md, phd, yasuki ito, md, phd, gary w. Abrams, md: changes in retinal sensitivity from retained subretinal perfluorocarbon liquid. Retina: the journal of retinal and vitreous diseases. February 2009, volume 29 - issue 2, pages 248-250. Additional info was requested on 06/09/2010, 06/10/2010 and 06/28/2010 by phone, fax, and mail. A complete questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "scotoma, changes in retinal sensitivity" (retina, damage to). Product problem(s): "retained subretinal perfluorocarbon liquid" (use of device issue). Literature article reports: a (B)(6) women presented with rhegmatogenous retinal detachment and proliferative vitreoretinopathy in the right eye. The pt had undergone two prior retinal detachment surgeries, purified perfluoro-n-octane (pfo) was used as part of a vitrectomy procedure to achieve retinal reattachment. Postoperatively, the retina remained attached but there were three small droplets of pfo in the subretinal space. At 12 months follow-up, the subretinal pfo droplets had not moved and the surrounding retina appeared normal. At that time, scanning laser ophthalmoscope (slo) microperimetry was performed and revealed absolute scotomas at the areas where the three subretinal pfo droplets were located. This is the second of four medical device reports being filed for this literature report.